Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd legacy pump displayed -no disposable- alarm on both pumps that won't run with same cassette, about 1 hour before next cassette change was due. No patient injury was reported.